Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0uwgd, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received reports a loss of therapy. Since falling on (B)(6) 2015, the patient was leaking and wetting. The patient does feel stimulation. She can feel stimulation but if she increases it becomes painful/hurts. Patient fell on left hip, fractured left elbow, broken arm, concussion. She went to the ER (emergency room) after fall. ER did x-rays and head CT scan. Patient had not had implant checked or informed managing doctor. The change in therapy/symptoms was consider sudden. Compatibility guidelines were requested for MRI, CT scan and x-ray. The patient was diagnosed with gastrointestinal/ pelvic floor . Additional information later received by the patient reports steps taken to resolve the wetting and leaking after a fall was changing to a different programs 1-2-3. It was noted problems persist. The patient had follow up appointment with healthcare provider on (B)(6) 2015. He tried another program number 3. The patient reported still leaking. According to her healthcare provider appointment on (B)(6), if the patient was still having problems in two weeks. She would make return appointment to follow up with manufacturer representative. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.